Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted (this is an alternate method of detachment stated in the IFU).

Event description:
It was reported the proximal end of the coil was found bent out of the package and could not be used with the instant detacher. Physician tested the coil using alternate detachment method. The coil detached successfully. The device was not used in the pt.